Manufacturer narrative:
The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.

Manufacturer narrative:
Report date: 27aug2021. There was no patient involvement.

Event description:
Nav-ring not working/replaced the gds still not passing on the pm. The customer reported that the nav-ring does not work. There was no patient involvement. The authorized service provider (asp) confirmed that the nav-ring did not work. The asp replaced the front bezel, and the issue was resolved.